Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there is a green film or "goo" which is causing the hub to stick to the cannula when doing injections and going to withdrawal the needle.